Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for needles looking black or burned with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Confirmed the irregular darkening of the cannula is supplier process related.

Event description:
It was reported that bd eclipse¿ blood collection needle with luer adapter needle looked black and burnt. No injury or medical intervention.